Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (will not communicate with monitor) has been confirmed. As received the electrode belt was unable to communicate with a test monitor. Upon investigation, pin 10 was broken away from the trunk cable connector. The cause of the inability to communicate was the damaged connector. The root cause for the damaged connector was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) indicating that the belt was unable to communicate with a monitor.